Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown product type software product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that the remote control remained stuck at 90%. The patient was without injury. The device was in possession of the hospital and would be returned. The patient¿s medical history, gender, and age at the time of the event was unknown or would not be made available. Additional information was received from a foreign healthcare provider via a company representative on (B)(6) 2026. The replacement device resolved the issue.